Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the or for a device implant. The atrial port set screw was not able to engage with the wretch. The device was replaced without any complications. The device will be returned for analysis.